Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, "introduction", lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", provides information regarding the recommended anticoagulation therapy and inr range. Additionally, although the patient's pneumonia was not device related, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for cough and pneumonia. The patient's hemolytic indices elevated over the last few days, but were down to normal limits (ldh 272), pfh was less than 30, inr has remained therapeutic (2.6), and the patient was treated with a short course of IV heparin and IV hydration. There were no other complaints or alarms reported. Technical services reviewed the log file and found no unusual events in the history.